Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 500 mg/dl at the time of the call. However, the customer had run out of insulin and had not had insulin since the prior day. Two days later, the customer's blood glucose level was reported to have returned to normal.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.